Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient got an infection in the incision area after the first surgery of the ins procedure, which was 2 weeks ago. The patient got the ins implanted on (B)(6) 2024. The patient mentioned that the skin around the ins site was sensitive, so they thought they might have been allergic to something the surgeon was using during the procedure. Patient mentioned being in a lot of pain that resulted from the infection. The patient also mentioned a therapy concern. The patient said during the trial they only got up once a night to urinate or not at all. Since having the ins, the patient said that last night they got up 5 times to urinate, the night before that they got up 3 times to urinate, and the night before that they got up once to urinate. The patient asked if that was normal. Agent asked th e patient if they felt they were getting 50% improvement in symptoms or greater, but patient did not answer the question. Agent reviewed general information about stimulation and programs. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said they plan on calling their hcp to discuss.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.